Event description:
New information notes that the patient stated feeling lightheaded/dizzy a few times while in the pool.

Event description:
It was reported that the patient presented via merlin.net with multiple noise reversions, and a few instances of ventricular over-sensing of what appeared to be external emi. The initial thought for emi was because the patient stated to be in a pool, and the signal was only on one day during the time patient was in the pool. Patient was brought into clinic for evaluation, and noise was reproducible with arm movements. The low frequency attenuation was programmed off and the signals disappeared. Device remains implanted.